Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported he has been experiencing high blood glucose of 500 mg/dl. The customer treated with a bolus and declined to troubleshoot the insulin pump. The customer also reported he lost his sensor. He had it inserted in his arm while in the car and it got lost.